Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No damage noted on the battery cap. No anomaly noted when installing or removing the battery cap. The battery cap remains in place when installed. The pump was received with cracked keypad overlay at the select button, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and broken belt clip rail. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, stained/peeling serial number label, scratched keypad overlay, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Found a usertimedatechange in the pump history file. (B)(6) 2025 08:58:56.000 usertimedatechange oldsystemtime = (B)(6) 2025 08:58:56.000. Newsystemtime = (B)(6) 2025 08:58:57.000. Unable to perform the history review 2 days prior to the event date (B)(6) 2025 in the pump history file due to no data available. Unable to verify alleged insulin flow blocked alarm/no delivery alarm on the event date (B)(6) 2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the required testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage-battery cap not confirmed. Damage confirmed at the front of the pump and at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump, the battery cap would not stay on, and no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, and mmt-1715k. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. Troubleshooting was not performed for the cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-332a, unomedical, and mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.